Event description:
Baxter reported that a device delivered 4ml/hr, versus the expected rate of 2ml/hr. The device contained 96ml of 10% mepivacaine hydrochloride. Report indicates the pcm was not connected. The event was discovered by the nurse 24hr after the treatment was started. According to baxter the pt experienced nausea and edema. The pt's nausea was not treated. The infusion was stopped when the event was discovered. The pt was reported to recover without any further complications. No additional info available.